Event description:
When the product was pulled out of the package prior to intended use, the stent was not on the balloon. The stent was found in the botton of the sterile pouch. The account immediately noticed that the stent was not on the balloon and did not use the product. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.